Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03330. It was reported that the patient's anchor location was bothersome. As such, surgical intervention took place wherein the anchors were repositioned to a new location on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the pain at the anchor site has resolved.